Manufacturer narrative:
Product event summary: it was noted at analysis that there was a deviation between the stylus and the cursor on the touch screen, that the latch of the cable bay was broken and an error was found in the software history. The x-y board was replaced, the touch screen calibrated, the touch screen connector was cleaned and reseated, the cable bay was replaced and new software was installed. The device was cleaned and it then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned with no reason provided and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.